Event description:
The event is reported as: the doctor inserted the left bronchial tube and the proximal cuff did not keep the inflated pressure. The tube was removed and replaced with another tube. No patient injury reported.

Manufacturer narrative:
The device was received, but the investigation is incomplete at the time of this report.